Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and required maintenance. A field service engineer (fse) dialed into the station and observed that the failed drawer was not recognized by the system. The auxiliary cabinet 6 was difficult to open, both rails were replaced, and a final test was performed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failure occurred. The drawer is not recoverable despite recovery attempts and displays a "require maintenance" status. Additionally, a patient-specific own medication is stored within the affected drawer, which may not be accessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.